Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent non-ischemic vt a cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter ablation catheter experienced cardiac tamponade treated with a pericardiocentesis. Patient had an existing lvad (left ventricular assist device). The cardiac tamponade was noticed the night of the procedure. No additional details regarding the patient¿s symptoms or what events led up to the injury were available. It is unknown how the cardiac tamponade occurred. During the procedure the patient was checked for a pericardial effusion and there was no effusion found. No issues during the procedure. The amount of fluid removed is unknown and patient¿s current condition is unknown. The physician believes the cause of the injury was perforation from a saint jude quad rv (right ventricle) catheter placed under fluoroscopy but cannot be confirmed as exact cause.